Event description:
Clinical trial. It was reported that 5 days post index procedure, the patient experienced a myocardial infarction (mi) and a stent thrombosis (st). The index procedure treated the proximal right coronary artery (rca). The lesion was 3 mm wide, 15 mm long and 90% stenosed. The physician predilated the lesion prior to placing a 3 x 24 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient received bivalirudin, aspirin and plavix during the procedure. The patient was discharged 5 days later on aspirin and plavix. On day 6, the patient presented to the ER with chest pain, sweating, and left arm pain. Enzymes were elevated and ECG had changes as well. The patient was taken to the cath lab and an st was found. The st was treated with aspiration and dilatation with a 3.5 mm balloon. The event resolved and the patient recovered. The patient was discharged home 6 days later in good condition.

Manufacturer narrative:
H.6.: unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7984732 found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause can be determined. This type of complaint is trended on a monthly basis. This batch has no associated complaints.